Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor was "screeching". The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (screeching noise) has been confirmed. As received, the monitor was fully functional. Upon evaluation, however, multiple abnormal shutdowns were discovered in the pt's flags. The cause of the abnormal shutdowns is an intermittent communication failure between components u500 (dsp) and u104 (arm processor) or computer analog (ca) board sn (B)(4). The root cause of the intermittent communication failure could not be positively identified. No adverse event resulted from the defective ca board components. The pt received a replacement monitor.